Event description:
There was no pt involved in this event. The pad device will not connect with an usb cable.

Manufacturer narrative:
On receipt of the returned pad device an attempt was made to download the memory, but it was not possible to connect the device with a usb cable. "The confirmed the fault". Inspection of the device revealed no faults. Further inspection of the printed circuit board revealed a poor solder joint on the usb microchip. The solder joint was repaired and the connection of the pad to the computer was now possible. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.